Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead helix disengaged from helical channel. The helix will not extend due to the distorted and fracture distal coil in the connector. This is caused from over-turning (being over-retracted). In addition, there was a tip seal observation. The full lead was returned for analysis.

Event description:
It was reported, during the implant procedure, positioning and helix retraction and extension difficulties were encountered. Approximately seven to eight attempts were made at positioning with approximately 20 turns to the helix. Thereafter, the helix would no longer extend or retract. Consequently, the lead was withdrawn and replaced with a same brand lead uneventfully. No patient complications have been reported as a result of this event.